Event description:
Related manufacturer report number: 2017865-2022-11359. It was reported during in clinic follow up that the right ventricular and atrial leads had dislodged due to twiddler's syndrome. Chest x-ray confirmed dislodgement. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.